Manufacturer narrative:
Device evaluated by MFR: product analysis #244167810:analysis information : 2019-08-16 13:18:22 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and the healthcare professional (hcp) regarding a patient undergoing an implant of a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The rep reported they were implanting this ins today and ended up replacing with another device due to impedance issues. Rep states they had perfect lead placement, checked x-rays and response but with the noted ins they were getting poor impedances: orange on all electrodes instead of green with range adjusted up to 2.5 ma. When testing with this ins they got no response from patient at 2.5ma. An out of box issue was suspected. There was no identifiable cause for impedance. Lead placement was optimal with all motor responses present at 2.0ma when testing with an external neurostimulator. There were no procedural/technical difficulties during implant or no visible damage to device, or fluid in header. Patient weight is approximately 140 pounds. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.